Event description:
It was reported that the patients lead had bad impedances. It was noted that the patient experienced inadequate stimulation, however, was resolved with reprogramming. The patient underwent an explant procedure and patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 18431960.